Manufacturer narrative:
The reported event of premature separation was not confirmed. As received, a catheter was returned in one piece. Visual and x-ray inspection of the catheter did not find any anomalies. Dimensional analysis was performed and all measurements taken were within specification. Functional test was performed, and the catheter was able to load, dock, un-dock, and release without any difficulty.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial leadless pacemaker (alp) was released and when separated from the catheter it stayed fixated for 1 to 2 cardiac cycles and then dislodged. The alp migrated to the renal vein and eventually snared by the helix causing a sprung helix. The alp was removed and replaced. The patient was in stable condition.